Event description:
Black powder/particle came out of stryker power core handle bar during left foot chevron surgery. Surgery field was contaminated. Apparently, this device has a lubricant and our sterile supply department does not lubricate this device. However, this is not immersed in water either.what was the original intended procedure?surgery to bunion on foot.device #1is this a laboratory device or laboratory test?no.